Event description:
An endurant iis bifurcate stent graft system was implanted in the emergent endovascular treatment of a ruptured abdominal aortic aneurysm . The etlw1620c93ee was placed on the right side and the etlw1624c124ee on the left.  It was reported at the end of the index procedure, an endoleak was noted thought to be a type IV endoleak due to stent graft porosity.  6 days later, the patient returned to hospital with complaints of pain. On the same date, a CT scan was performed which showed an endoleak around the overlap zone.  2 further days later , intervention was performed where 2 limbs etlw1624c124ee v30754068 left - etlw1620c93ee v30863036 right were implanted. The endoleak resolved.  It was reported the patient has died on an unknown date due to a liver related cause.  Per the physician the cause of the endoleak is a tear in the graft.  No additional clinical sequalae were provided and the patient is expired.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1620c93ee, serial/lot #: (B)(4), ubd: 21-apr-2024, UDI#: (B)(4) ; product ID: etlw1624c124ee, serial/lot #: (B)(4), ubd: 24-feb-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information recieved : it was reported the cause of the iiib endoleak is unknown and which stent graft had this endoleak is unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the films returned; however, the cause and subtype of endoleak could not be fully determined. Lack of pre-implant cts did not allow for a thorough assessment of the pre-implant anatomy. It is possible that a type iiib endoleak due to fabric abrasion may have been occurred. Although a type iiib endoleak is unlikely to have occurred so soon after the implant, anatomical factors that may have contributed to an acute type iiib endoleak, such as calcification, were observed. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) abrading the bifurcate near the level of the flow divider are a potential root cause(s). It is also possible that a type ii endoleak may have be present. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.